Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. A review of the submitted log file spanned approximately 3 hours (28sep21 from 05:27 ¿ 08:20 per time stamp). There were only routine power cable disconnect alarms active in the log file. The alarm was not captured in the log file due to the event being overwritten with new data. The routine alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted periodic log file spanned approximately 11 days (17sep21 ¿ 28sep21 per time stamp). On 23sep21 at 04:57, the backup battery usage count increased from 14 to 17 indicating a loss of power. The no external power alarm was not captured in the log file. The mpu, serial (B)(6) , was not returned for analysis and is still in use. The provided information stated that the patient was unsure but believed that their power went out the morning of 23sep21; however, a root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic with transient low voltage hazards and external power disconnects on (B)(6) 2021. The patient believed that their power went out the morning of (B)(6) 2021 but it was 04:00 so the patient was not sure. Log files were submitted to ensure electrostatic discharge (esd) did not affect the mobile power unit (mpu). The log file captured persistent pulsatility index (pi) events. Esd was suspected but not confirmed. The low voltage hazards resolved with adequate power sources consistently applied.